Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient¿s blood glucose level reached 450 mg/dl while wearing the pod between 37 and 48 hours on the abdomen. The patient went to the hospital and was assisted by a nurse who checked her personal diabetes manager (pdm) settings and explained to her that the pod may not be functioning properly. The patient stated that the cannula was possibly not inserted correctly into the infusion site. The patient was not treated at the hospital and went home where they administered a pen correction of 5 units of insulin and applied a new pod. The pod was discarded at the hospital.